Manufacturer narrative:
The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the patient expired. A left atrial appendage (laa) closure procedure was attempted. A double curve watchman® access system (was) was utilized first; however the physician was unable to engage the appendage using the double curve was with the pigtail catheter. He switched to the single curve was and was still unable to engage the appendage. Further imaging was performed and they ultimately aborted the procedure due to the anatomy size and morphology. There were no attempts to close the appendage. Heparin was administered and the patient's activated clotting time was 274 seconds. No effusions were noted. The following day the patient began to complain of a headache and was transferred to the neurological hospital and ultimately expired. The reported cause of death was hemorrhagic stroke. It was further reported that the patient had a previous history of hemorrhagic stroke; she had been cleared by her neurologist pre-operatively for anticoagulants to be given intra-procedure.